Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 20-oct-2014 who had essure (fallopian tube occlusion insert) inserted and experienced heavy menstrual bleeding, weight gain, abdominal bloating, hip pain, back pain, menstrual pain, constant discomfort in pelvic area, hair loss, shortness of breath, skin eruptions on arms and legs, and urinary incontinence. On (B)(6) 2011 the consumer had essure (fallopian tube occlusion insert) inserted. Soon after the surgery she experience heavy menstrual bleeding which was more than prior to getting the device installed. Over time the other symptoms she experienced were weight gain (people ask her if she is pregnant), abdominal bloating, hip pain, back pain, menstrual pain, constant discomfort in her pelvic area, hair loss, shortness of breath, skin eruptions on arms and legs and urinary incontinence. She will be seeing her physician and will speak to him regarding her symptoms and what is to be done. She reported these symptoms to health canada and is now reporting them to bayer. She researched online and found that thousands of women experience similar side effects with essure. She would like to know how frequent these side effects are and if we could provide this information. Follow up 07.nov.2014: follow up information received from the consumer. The outcome of events initially reported was informed as not recovered. She stated that she has been to see her physician in regards to her symptoms and that he did not consider them to be related to essure. He referred her to a gastroenterologist. She had an appointment for a colonoscopy and she also had an appointment with a gynecologist next week for an ultrasound. She described that her symptoms as heavy menstruations (now bleeds for 7-8 days and must use both a super tampon and a sanitary pad). Constant discomfort in her pelvic area. Hair loss. Hip pain. She has had an MRI (magnetic resonance imaging) but no significant finding. Back pain, abdominal bloating. She always wears stretchy pants, and by the end of the day she feels very bloated. Weight gain from (B)(6) in 2 years without any dietary changes. Fatigue. Skin rashes on forearms and thighs. Urinary incontinence, she had some incontinence after having children, but she considered that the essure aggravated it. Follow up 10.nov.2014: follow up information received from the consumer who said that she went for a blood test, ultrasound and biopsy but she has not known the results of these tests yet. Consumer provided her medical doctor's contact details if necessary. No additional information was provided. Ptc investigation result received on 13-nov-2014: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 04-dec-2014 new reporter was added. The consumer's ethnicity was update to caucasian. Her age was (B)(6) at time of event. Her weight was (B)(6). It was reported that in (B)(6) 2011, she started experiencing pelvic pain. The event was not considered serious by reporter. She also complained about bloating. The relationship between event and essure was assessed as unknown. Follow up information received on 23-jun-2015: the report was received through us health authority; the reference number is mw5042041. Essure was inserted on (B)(6) 2012 (discrepant information received). Consumer stated she was having problems with essure birth control device; since the insertion she gained 30 pounds, most weight gain in the first year, has gone from size 2 to size 16. She complained of back problem that irradiate in left side hips and leg, dizziness, memory problem and sharp pain in the uterus area on left side not constant, but happen a few times a month; major bleeding during period. She has to wear double protection for minimum 8 days straight every month; loss of libido, bloating every evening, she looks 7-8 months pregnant even if she had started training since the past 2 years. Reporter mentioned disability or permanent damage as event outcome but not specified and/or assigned to one of the events. Follow-up information received on 18-apr-2016 from a lawyer: this case is now a legal case and it was upgraded to incident. Essure was inserted on (B)(6) 2012 for permanent birth control. Three months after insertion, the confirmation test indicated that essure inserts in the correct location. After insertion, the patient experienced heavy bleeding and blood clots. The bleeding was so severe it impacted her ability to work. In addition, she was suffering continual pain and discomfort in her pelvic region, as well as significant bloating and weight gain until the time of report. The symptoms were so severe that her doctors recommended a hysterectomy to remove the essure implants (by removal of the uterus and fallopian tubes). The patient had been on a waiting list since (B)(6) 2015 to have this procedure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had heavy menstrual bleeding (heavy bleeding with blood clots) and back pain after essure (fallopian tube occlusion insert) insertion. She was on the waiting list for a hysterectomy. These events are listed in the reference safety information for essure. Back pain, abnormal genital bleeding and menses pattern changes may occur after essure insertion. In the present case, the consumer related the events to essure procedure and no alternative explanation was provided. Based on events' nature and device safety profile, causality cannot be excluded. Additional non-serious events were reported. This case was upgraded to incident upon follow-up, since a surgical intervention will be required for essure removal. The product technical analysis concluded there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug adminstration, reference number: (B)(6)) on 20-oct-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of back pain ('back pain') and menorrhagia ('heavy menstrual bleeding / heavy bleeding/ blood clots during menstruation'). In a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: delivery in 2008. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), pain in extremity ("back problem that irradiate in left side hips and leg"), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area"), loss of libido ("loss of libido") and psoriasis ("psoriasis"). And was found to have weight increased ("weight gain (from 150lb's to 185lb's in 2 years, without any dietary changes)"). The patient was treated with surgery (hysterectomy to remove essure implants). Essure was removed in 2016. At the time of the report, the back pain, menorrhagia, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved. The pain in extremity, dizziness, memory impairment, uterine pain and loss of libido outcome was unknown. And the psoriasis had resolved. The reporter provided no causality assessment for memory impairment with essure. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dizziness, dysmenorrhoea, dyspnoea, fatigue, loss of libido, menorrhagia, pain in extremity, pelvic discomfort, pelvic pain, psoriasis, rash, urinary incontinence, uterine pain and weight increased to be related to essure. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported. Consumer said, that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). (B)(6) 2012, confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants, what she actually suffered in 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight: was reported to be 78 kgs. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, information from social media: new event: "psoriasis" was added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and menorrhagia ('heavy menstrual bleeding / heavy bleeding / blood clots during menstruation') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2008. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), pain in extremity ("back problem that irradiate in left side hips and leg"), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area"), loss of libido ("loss of libido") and psoriasis ("psoriasis") and was found to have weight increased ("weight gain (from 150lbs to 185lbs in 2 years without any dietary changes)"). The patient was treated with surgery (hysterectomy to remove essure implants). Essure was removed in 2016. At the time of the report, the back pain, menorrhagia, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved, the pain in extremity, dizziness, memory impairment, uterine pain and loss of libido outcome was unknown and the psoriasis had resolved. The reporter provided no causality assessment for memory impairment with essure. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dizziness, dysmenorrhoea, dyspnoea, fatigue, loss of libido, menorrhagia, pain in extremity, pelvic discomfort, pelvic pain, psoriasis, rash, urinary incontinence, uterine pain and weight increased to be related to essure. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) -2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported - consumer said that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). (B)(6) 2012: confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and heavy menstrual bleeding ('heavy menstrual bleeding / heavy bleeding / blood clots during menstruation') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2008. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("she experienced pain in her pelvic region / pelvic pain"), back pain (with radiation) ("back problem that irradiate in left side hips and leg"), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area"), loss of libido ("loss of libido"), psoriasis ("psoriasis"), pain ("pain"), anxiety ("anxiety") and fear ("fear") and was found to have weight increased ("weight gain (from 150lbs to 185lbs in 2 years without any dietary changes)"). The patient was treated with surgery (hysterectomy to remove essure implants). Essure was removed in 2016. At the time of the report, the back pain, heavy menstrual bleeding, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved, the back pain (with radiation), dizziness, memory impairment, uterine pain, loss of libido, pain, anxiety and fear outcome was unknown and the psoriasis had resolved. The reporter provided no causality assessment for memory impairment with essure. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspnoea, fatigue, fear, heavy menstrual bleeding, loss of libido, pain, pelvic discomfort, pelvic pain, psoriasis, rash, urinary incontinence, uterine pain, weight increased and back pain (with radiation) to be related to essure. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported - consumer said that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). (B)(6) 2012: confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. On (B)(6) 2021 plaintiff reported she suffered damages including, but not limited to physical and mental injuries, including loss of quality and enjoyment of life and increase risk of health problems and suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') and heavy menstrual bleeding ('heavy menstrual bleeding / heavy bleeding / blood clots during menstruation') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery in 2008. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("she experienced pain in her pelvic region / pelvic pain"), back pain (with radiation) ("back problem that irradiate in left side hips and leg"), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area"), loss of libido ("loss of libido"), psoriasis ("psoriasis"), pain ("pain"), anxiety ("anxiety") and fear ("fear") and was found to have weight increased ("weight gain (from 150lbs to 185lbs in 2 years without any dietary changes)"). The patient was treated with surgery (hysterectomy to remove essure implants). Essure was removed in 2016. At the time of the report, the back pain, heavy menstrual bleeding, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved, the back pain (with radiation), dizziness, memory impairment, uterine pain, loss of libido, pain, anxiety and fear outcome was unknown and the psoriasis had resolved. The reporter provided no causality assessment for memory impairment with essure. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, dizziness, dysmenorrhoea, dyspnoea, fatigue, fear, heavy menstrual bleeding, loss of libido, pain, pelvic discomfort, pelvic pain, psoriasis, rash, urinary incontinence, uterine pain, weight increased and back pain (with radiation) to be related to essure. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported - consumer said that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). (B)(6) 2012: confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. On (B)(6) 2021 plaintiff reported she suffered damages including, but not limited to physical and mental injuries, including loss of quality and enjoyment of life and increase risk of health problems and suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2021: the follow information were updated lawyer's reporter, fear, anxiety, pain nos. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5042041) on 20-oct-2014. The most recent information was received on 12-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") and heavy menstrual bleeding ("heavy menstrual bleeding / heavy bleeding / blood clots during menstruation") in a 39 year-old female patient who had essure inserted (lot no. 816062) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of delivery in 2008 and adenomyosis and chronic cervicitis. The only concomitant product mentioned was mirena (levonorgestrel) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced back pain (seriousness criteria disability and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("she experienced pain in her pelvic region / pelvic pain"), back pain (with radiation) ("back problem that irradiate in left side hips and leg"), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area"), loss of libido ("loss of libido"), psoriasis ("psoriasis"), pain ("pain"), anxiety ("anxiety") and fear ("fear") and was found to have weight increased ("weight gain (from 150lbs to 185lbs in 2 years without any dietary changes)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and hysterectomy to remove essure implants). At the time of the report, the psoriasis had resolved and the back pain, heavy menstrual bleeding, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved. The outcomes for back pain, dizziness, memory impairment, uterine pain, loss of libido, pain, anxiety and fear were unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, back pain (with radiation), dizziness, dysmenorrhoea, dyspnoea, fatigue, fear, heavy menstrual bleeding, loss of libido, pain, pelvic discomfort, pelvic pain, psoriasis, rash, urinary incontinence, uterine pain and weight increased to be related to essure administration. No causality assessment was received for essure with regard to memory impairment. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported - consumer said that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). On (B)(6) 2012: confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. On (B)(6) 2021 plaintiff reported she suffered damages including, but not limited to physical and mental injuries, including loss of quality and enjoyment of life and increase risk of health problems and suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Hysterosalpingogram] on (B)(6) 2011: two (2) essure tubes in place. There is not evidence of dye receding into the tubes. Lot number: 816062. Manufacture date: 2011-01. Expiration date: 2014-01 -31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-aug-2022: quality safety evaluation of ptc. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5042041) on 20-oct-2014. The most recent information was received on 07-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of back pain ("back pain") and heavy menstrual bleeding ("heavy menstrual bleeding / heavy bleeding / blood clots during menstruation") in a 39 year-old female patient who had essure inserted (lot no. 816062) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of delivery in 2008 and adenomyosis and cervicitis. The only concomitant product mentioned was mirena (levonorgestrel) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced back pain (seriousness criteria disability and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("she experienced pain in her pelvic region / pelvic pain"), back pain (with radiation) ("back problem that irradiate in left side hips and leg"), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area"), loss of libido ("loss of libido"), psoriasis ("psoriasis"), pain ("pain"), anxiety ("anxiety") and fear ("fear") and was found to have weight increased ("weight gain (from 150lbs to 185lbs in 2 years without any dietary changes)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy and hysterectomy to remove essure implants). At the time of the report, the psoriasis had resolved and the back pain, heavy menstrual bleeding, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved. The outcomes for back pain, dizziness, memory impairment, uterine pain, loss of libido, pain, anxiety and fear were unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, back pain (with radiation), dizziness, dysmenorrhoea, dyspnoea, fatigue, fear, heavy menstrual bleeding, loss of libido, pain, pelvic discomfort, pelvic pain, psoriasis, rash, urinary incontinence, uterine pain and weight increased to be related to essure administration. No causality assessment was received for essure with regard to memory impairment. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported - consumer said that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). (B)(6) 2012: confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. On (B)(6) 2021 plaintiff reported she suffered damages including, but not limited to physical and mental injuries, including loss of quality and enjoyment of life and increase risk of health problems and suffering. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Hysterosalpingogram] on (B)(6) 2011: two (2) essure tubes in place. There is not evidence of dye receding into the tubes. The most recent follow-up information incorporated above includes data received on: 20-sep-2016: medical record received : reporter, lab data, lot number, medical history added. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug admnistration, reference number: mw5042041) on 20-oct-2014. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("back pain") and menorrhagia ("heavy menstrual bleeding / heavy bleeding/ blood clots during menstruation") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating (by the end of the day she feels very bloated)/ bloating"), arthralgia ("hip pain"), dysmenorrhoea ("menstrual pain"), pelvic discomfort ("constant discomfort in pelvic area"), alopecia ("hair loss"), dyspnoea ("shortness of breath"), rash ("skin eruptions on arms and legs (on forearms and thighs)"), urinary incontinence ("urinary incontinence aggravated"), fatigue ("fatigue"), pelvic pain ("pelvic pain"), pain in extremity (""back problem that irradiate in left side hips and leg""), dizziness ("dizziness"), memory impairment ("memory problem"), uterine pain ("sharp pain in uterus area") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain (from 150lbs to 1851bs in 2 years without any dietary changes)"). The patient was treated with surgery (hysterectomy to remove essure implants). Essure was removed in 2016. At the time of the report, the back pain, menorrhagia, weight increased, abdominal distension, arthralgia, dysmenorrhoea, pelvic discomfort, alopecia, dyspnoea, rash, urinary incontinence, fatigue and pelvic pain had not resolved and the pain in extremity, dizziness, memory impairment, uterine pain and loss of libido outcome was unknown. The reporter provided no causality assessment for memory impairment with essure. The reporter considered abdominal distension, alopecia, arthralgia, back pain, dizziness, dysmenorrhoea, dyspnoea, fatigue, loss of libido, menorrhagia, pain in extremity, pelvic discomfort, pelvic pain, rash, urinary incontinence, uterine pain and weight increased to be related to essure. The reporter commented: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011 (previously reported as (B)(6) 2012), without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards. Date not reported - consumer said that she went for a blood test, ultrasound and biopsy (she does not know the results of the tests yet). (B)(6) 2012: confirmation test: inserts in correct location. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kgs. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: consumer claims that bayer marketed a dangerous product. She had the essure contraceptive installed in (B)(6) 2011, without receiving any information about risks associated with this method, she says. She claims to have had serious health problems afterwards: heavy bleeding, blood clots during menstruation, pelvic pain, bloating and weight gain. Her health problems are so important that her doctors recommend a hysterectomy to remove essure implants - what she actually suffered in 2016. On 25-mar-2019: no new clinical information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.